Event description:
It was reported that the service and repair department documented that the hand piece for battery powered driver will not accept any attachments or screwdriver blades and the motor is not working properly. Consultant is uncertain of when the complaint issue was discovered. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This complaint involves one (1) device. This report is 1 for 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history maintenance reviewed: lot #6184219 service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 17-jul-2009. The source of the manufacture date is the release to warehouse date. Additional product code: gxl. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the device would not accept any attachments, and the motor was not working properly. The repair technician reported the base plate was cracked, and the motor was making a buzzing noise. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: base plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.